Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6), a 3.0x33mm xience xpedition stent was implanted in the 80-90% diffuse stenosis in the proximal left anterior descending coronary artery (lad). On (B)(6), the patient was re-hospitalized for chest tightness, which was diagnosed as unstable angina. Angiography showed no restenosis in the original stent; however, there was 70-80% stenosis noted at the distal end of the implanted stent. Balloon angioplasty was performed and medications were given. The patient was discharged home on (B)(6). There was no additional information provided.